Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-jan-2026, a sales representative reported via phone that an ar-4551 sutureloc, and an ar-1588rtt2-ib fibertag® tightrope failed during use. This occurred during an acl reconstruction on (B)(6) 2026 when the ar-4551 sutureloc anchor pulled through the tibia. The ar-1588rtt2-ib fibertag® tightropes suture broke at the button. All portions of the ar-4551 were removed from the patient, while the suture from the ar-1588rtt2-ib was attached to the graft and remains in the patient, but the button was removed. The procedure continued using devices from another manufacturer. This event resulted in approximately a 30-minute delay, and it is unknown if additional anesthesia was administered. The patient had poor bone quality, and the bone was prepped with the kit's drill. There were no adverse effects on the patient.